Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. UDI #: (B)(4), upc = (B)(4), expiration date= na, lot number = 2808bb. Device is not expected to be returned for manufacturer review/investigation device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing date: 10/06/2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00041. The same patient is represented in each medwatch.

Event description:
A male consumer called to report that he was using bab sheer large 10ct USA and hydrocortisone cream to cover a rash that he has on his inner and outer left leg. He left the pads on for a day and when he tried to remove the pads his skin was torn. The consumer called his doctor to report the event and his doctor prescribed an ointment for the tear. The consumer is still experiencing pain. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00041. The same patient is represented in each medwatch.